Manufacturer narrative:
The initial report states that the wheel broke while the end user was walking with the rollator. When the wheel broke, the end user fell and apparently suffered a fractured arm. The daughter would not provide add'l details pertaining to the incident. The sample will not be returned for eval. The issue cannot be confirmed and a root cause has not been determined. However, due to the reported fracture, this medwatch is being filed.

Event description:
It was reported that while walking with the rollator, the wheel broke off and the end user fell, fracturing her arm.